Event description:
It was reported that the pump was giving a motor error and had a crack on the corner. There was no patient involvment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for analysis. Service history review was not performed. The motor rate error was confirmed by viewing the history on the pump and was duplicated by running an occlusion test. The root cause of the issue was a defective mainboard. The mainboard was replaced, and the pump was calibrated. The device was calibrated, software installed and set to standard configuration.